Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction.